Event description:
A therapeutic hydrothermal ablation procedure was performed in 2004. After two days the patient presented with an infection and was admitted to the hospital and given antibiotic therapy. The patient was successfully discharged after two days.